Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 900 mg/dl at the time of the incident. No significant event leading to motor error alarm was noted. The customer's friend stated that the insulin pump was not able to complete the rewind process. Customer's friend also reported that the customer was in the hospital with a blood glucose reading of 900 mg/dl. The insulin pump is not expected to return for analysis.